Manufacturer narrative:
This supplemental report is being submit to provide the results of the manufacturer's investigation. A review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted as part of the investigation. Since the device lot was unknown, the device history records were reviewed for the lots for the past 6 months from the event date. The review revealed the lots had passed all event related inspection items. The following statements are found in the IFU: ¿do not use the thunderbeat to seal a blood vessel with a diameter over 7 mm. Otherwise, sufficient sealing may not be achieved.¿ ¿even when using this instrument on blood vessel(s) with diameter of 7 mm or less depending on the condition of the patient or the blood vessel(s) and usage of thunderbeat, coagulation or sealing by the instrument could be insufficient, and patient bleeding may result, depending on the condition of the patient or the blood vessel(s) and usage of thunderbeat. When using this instrument on blood vessel(s) with a diameter over 4 mm, be careful to avoid rebleeding. The recommended output setting for the seal & cut mode is level 1, and/or the recommended output setting for the seal mode is level 3.¿ ¿use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.¿ ¿before activating the output, be sure that neither the grasping section nor the probe tip comes into contact with the surrounding tissue. Do not use the thunderbeat if you do not have a sufficient view to confirm the above or if the grasping section and probe tip are penetrating into the tissues. Otherwise, perforation, bleeding, or burns may result. Do not use the thunderbeat if you do not have a sufficient view of the grasping section and probe tip to ensure that only the intended tissue is in contact with the grasping section.¿ the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
2 of 2 complaints. It was reported that following a thyroid procedure, the patient experienced a hematoma. As a result, the patient underwent an additional procedure to locate the source of the bleeding which was successfully identified and addressed. Per the physician, it is unknown what caused the bleeding. The patient is fine now. Cross-reference MFR. Report number: (B)(4) for the electrosurgical unit used with the subject handpiece.